Manufacturer narrative:
The analysis of the system log files by b+l r&d engineering showed that there were no unusual results and the system was functioning properly. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The device was evaluated and no problem was found. A full functional test was performed. All tests passed. There were no issues found with the reflux function. The device history record was reviewed and no anomalies were found. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported during phacoemulsification and cortical aspiration the posterior capsule became blocked in the I/a probe/pam entrance even if the surgeon did not aspirate. The reflux maneuver using the foot control failed. Irrigation was stopped and restarted several times however that failed as well. The surgeon tried to release the posterior capsule using viscous substances however the patient experienced posterior capsular rupture and vitreous loss into the anterior chamber. A vitrectomy was performed and the iol was implanted in the sulcus successfully. Due to cataract density, the patient presented with corneal edema. The patient is stable and should recover.